Event description:
I had a mesh implant in 2004 or 2005 because of very frequent urinary events. The implant was inserted through the top of my vagina. Since I had a previous hysterectomy, my gp proscribed vaginal hormone cream. Around 2009 to 2010 I began to notice sharp corners when I placed cream in my vagina with finger as directed. By 2013 a urologist was able to see the corners and I had an additional surgery to repair the damage. He reported that the mesh had grown through my bladder and into my vagina. He removed the damaging parts as best he could and said he had worried I would need a bag for urination after the surgery, which fortunately was not necessary. He stated I may need additional surgery in the future since the skin and bladder mesh had grown together. So far I have not felt any more intrusion into my bladder, but worry about it all the time and hope it won't grow through my bladder again since I didn't feel that.